Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2021-38438, related manufacturer reference number: 2017865-2021-38439. It was reported that the patient presented to the hospital with signs of infection. Upon examination, it was noted that there was infection and vegetation on the pacemaker and the leads. The pacemaker, right atrial lead and right ventricular lead were explanted on (B)(6) 2021. The patient condition is unknown.